Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life to one week, random alarms twice, screen was smudged and the insulin pump was requesting calibrations more frequently. The customer's blood glucose level as unknown. The insulin pump will not be returned for analysis,

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now, battery failed alarms or additional pump error alarms noted. Device was received with minor scratched lcd window.